Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic treatment of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, the bands were stuck, which could not be deployed upon handle rotation. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic treatment of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, the bands were stuck, which could not be deployed upon handle rotation. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and the ligator head), and a visual evaluation noted that the ligator head was returned with three bands attached. The handle had marks of trip wire secured. The trip wire was cut and it's probable that it was cut to remove the ligator housing of the scope. The device was observed under magnification, and the ligator housing teeth and the suture hole were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, there was no evidence of a deployment problem in the returned device. Therefore, the most probable root cause of this complaint is no problem detected.